Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 540 mg/dl and finger stick value was 541 mg/dl and 202 mg/dl. Customer stated they took insulin of 0.1 unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test.